Event description:
A customer contacted (B)(4) regarding a slow flow heater alarm that appeared on the homechoice (hc) unit during dwell 3 of 5. The technical service representative (tsr) explained the alarm and verified the heater bag was full and the second supply bag was nearly empty. The tsr advised the hp to push spike into the heater bag and half twist. The hp stated he found the problem, but did not elaborate. The hp confirmed he restarted the dwell and confirmed he would call back with any problems. On (B)(6) 2010 product surveillance spoke with the hp who stated the night of this report he recalls repositioning supplies and the flow between product resumed. The hp stated he could not confirm if the spike was in all the way or not. The hp stated the actual samples were discarded and he did not have access to companion lot information. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). An engineering/quality review was performed. This event was not confirmed due to a lack of a sample. The lot number was unknown; therefore, a batch review was not performed. There was not enough data available to identify a root cause; therefore, the root cause was not determined. This review found the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.